Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported this was a data entry error by the site. The impedances were not checked, so no high impedance was found.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the system was explanted and not replaced. The patient stopped using the medical device in favor of alternate therapy, opioids. Not all impedances were in range. No further complications were reported or anticipated.